Manufacturer narrative:
The biomedical engineer (bme) was called after hours and told they were experiencing st depression on all 8 patients, they were monitoring. They also told the bme that they rechecked the patients with a standalone ECG (mortara 380) and did not experience the st depression. The bme checked the monitors to see if they could pull up the history note but saw nothing. The bme did not have a patient simulator on hand to check units. The next day the ce tech who was on-site checked with the department, and the discrepancy was no longer there. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) was called after hours and told they were experiencing st depression on all 8 patients they were monitoring. They also told the bme that they rechecked the patients with a standalone ECG (mortara 380) and did not experience the st depression. The bme checked the monitors to see if they could pull up the history note but saw nothing. The bme did not have a patient simulator on hand to check units. The next day the ce tech who was on-site checked with the department, and the discrepancy was no longer there. No patient harm was reported.

Event description:
The biomedical engineer (bme) was called after hours and told they were experiencing st depression on all 8 patients they were monitoring. They also told the bme that they rechecked the patients with a standalone ECG (mortara 380) and did not experience the st depression. The bme checked the monitors to see if they could pull up the history note but saw nothing. The bme did not have a patient simulator on hand to check units. The next day the ce tech who was on-site checked with the department, and the discrepancy was no longer there. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) was called after hours and told they were experiencing st depression on all 8 patients they were monitoring. They also told the bme that they rechecked the patients with a standalone ECG (mortara 380) and did not experience the st depression. The bme checked the monitors to see if they could pull up the history note but saw nothing. The bme did not have a patient simulator on hand to check units. The next day the ce tech who was on-site checked with the department, and the discrepancy was no longer there. No patient harm was reported. Investigation conclusion: the customer replied that the issue was resolved but they did not know how it was resolved. The complaint device would not be returned to nk. Root cause could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.